Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air bubbles (described as ¿a fair amount¿) in the heater line of an amia cassette. This was identified during fill one of automated peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient to end the therapy and advised the patient to start over with new supplies. Rts discussed the use of continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.